Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received the arctic sun device that had a non-recoverable alarm. Per additional information updated from ttm on 16may2025, biomed stated device was reported to give non recoverable error message. Walked through accessing event log, but only alert/alarm showing recent cases was 112 (confirm return to cooling phase). Transferred for assistance. Sn (B)(6). Per review of wo on 20may2025, turned device on and checked the event log, system alarms had one alarm 80, haven't been able to reproduce in biomed, the device will be returned to the floor.

Manufacturer narrative:
The device was not returned. The reported event was unconfirmed. The root cause of the reported event could not be determined. Reported issue was not reproduced. Per additional information updated from ttm on 16may2025, biomed stated device was reported to give non recoverable error message. Walked through accessing event log, but only alert/alarm showing recent cases was 112(confirm return to cooling phase). Transferred for assistance. Sn (B)(6). Per review of wo on 20may2025, turned device on and checked the event log, system alarms had one alarm 80, haven't been able to reproduce in biomed, the device will be returned to the floor. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received the arctic sun device that had a non-recoverable alarm. Per additional information updated from ttm on 16may2025, biomed stated device was reported to give non recoverable error message. Walked through accessing event log, but only alert/alarm showing recent cases was 112(confirm return to cooling phase). Transferred for assistance. Sn (B)(6). Per review of wo on 20may2025, turned device on and checked the event log, system alarms had one alarm 80, haven't been able to reproduce in biomed, the device will be returned to the floor.